Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed excessive no delivery. The customer's blood glucose level was 145 mg/dl at the time of the incident. The customer stated that they tried resolving the issue with a set change but did not succeed. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump had a cracked case at the display window corner, a cracked belt clip slot, minor scratches and a cracked display window.